Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels. This noise was oversensed, resulting in one non-sustained episode as well as a syncopal episode due to pacing inhibition. The noise could not be recreated. The physician suspects the noise and oversensing were caused by seal plug damage rather than the possibility of the high voltage leads being reversed in the device header. The device was explanted and replaced with another guidant ICD.